Event description:
It was later reported that the patient's device was turned off to see if his seizures increase in frequency since it is thought that vns has not helped the patient. However of note, the patient implanted with his third generator. The device is currently programmed off to assess seizure frequency. No additional relevant information has been received to date.

Event description:
It was reported that high lead impedance was identified upon interrogation of this patient¿s device around 5700 ohms (output status: limit). The patient was referred for full revision surgery. No known surgical intervention has occurred to date.

Event description:
It was reported that the patient was referred for explant surgery. The patient had generator explant on (B)(6) 2017, and it was noted that there was pain at the incision site. The explanted product has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
Event or problem, corrected data: the supplemental report #2 inadvertently did not reported that the lead was also explanted.

Event description:
The lead was also explanted on (B)(6) 2017. The explanted generator and lead were received by the manufacturer for analysis. Analysis has not been completed to date.

Event description:
Analysis was completed on the generator. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Analysis was completed on the lead. During visual analysis, lead fractures were identified. Scanning electron microscopy (sem) was performed, and areas of coil breaks had evidence of a stress induced fracture (fatigue appearance) with mechanical damage, no pitting and evidence of stress induced fracture (rotational forces) which most likely completed the fracture. The areas on the remaining broken coil strands were identified as being mechanically damaged which prevented identification of the coil fracture type and no pitting. Pitting was observed on the coil surface. The areas on the remaining broken coil strands were identified as being mechanically damaged which prevented identification of the coil fracture type and no pitting. Scanning electron microscopy was performed another area of quadfilar coil and identified the area as having evidence of stress induced fractures (fatigue appearance) with mechanical damage and fine pitting on one of the broken coil strands. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded open / cut areas found on the outer and inner silicone tubes, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubes. With the exception of the observed discontinuities and abraded tubing openings, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present.